Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 - device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: there was evidence of voltage drops observed in the black box beginning on (B)(6) 2015. The battery compartment was cracked from the thread area to the case seal. The pump¿s current draws were within specifications. A battery life issue was not duplicated during investigation. There was evidence of moisture contamination inside the pump on the battery canister and other associated electrical components.